Event description:
The customer called for help with her contour system. She performed control tests during the call and received results of "hi" mg/dl. The normal control range was 103-142 mg/dl. No adverse events were alleged. Replacement test strips and a new meter were sent to the customer. The customer test strips were returned for evaluation.

Manufacturer narrative:
One unused strip was returned to qa along with several used ones. The unused strip gave a control result of 182mg/dl, which was high out of spec. Qa retention lot gave satisfactory results.